Event description:
It was reported that the saw attachment stops its operation when activated and does not cut. Even though the event did not take place during the surgery, it is related to a malfunction that could potentially lead to serious injury. No patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 - foreign: czech republic. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Upon receipt, the oscillating system was malfunctioning and the fork was broken. Device history record review was performed. Device was 12 months old and is not out of box failure. Review of the device history record identified no deviations or anomalies during manufacturing. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.